Event description:
Caller reported an occlusion alarm, and despite experiencing multiple similar events, an alarm number could not be verified in the pump history. The customer's blood glucose level was affected, exceeding 500 mg/dl, with the continuous glucose monitor reading ¿high.¿ to address the issue, the customer administered a correction injection via multiple daily injections and resolved the occlusion by changing the infusion set and cartridge before resuming insulin delivery. The customer did not require third-party assistance and declined additional help despite experiencing recurring occlusion issues.